Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer received an alarm on their old insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer stated that they simply needed assistance programming their insulin pump. The customer was informed about the resources available to them on the medtronic website online and was advised to contact their health care provider about the correct settings. No further information was provided.